Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-12241; related manufacturer reference number: 1627487-2019-12243. It was reported that the patient lost stimulation. Reportedly, stimulation was lost after the patient experienced a fall in (B)(6) 2019. Reprogramming did not fully resolve the issue. As a result, the patient underwent a procedure on (B)(6) 2019 wherein the ipg was replaced and 2 additional leads were implanted. Therapy was restored following the procedure.